Manufacturer narrative:
Block b3: exact date unknown, event occurred six months after the implant date.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned per hospital policy.